Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery (ata). After a non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflaton at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. Magnified inspection of the balloon revealed a 7mm tear in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. There were numerous hypotube kinks. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery (ata). After a non bsc guide wire crossed the lesion, the 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.